Event description:
Home pt (hp) reports system error 2240 in drain 1 of treatment on the homechoice machine. Hp states he disconnected in dwell 1 to go to the bathroom then returned to machine to resume therapy but machine was alarming: check pt line. Hp attempted to bypass the alarm and says that is when the homechoice alarmed system error 2240. The next day (11/14/99), hp reported lower abdominal pain to his healthcare professional (hcp). Hp was subsequently diagnosed with peritonitis and placed on cefazolin 1g ip daily for 14 days. (It has been determined that the system error 2240 alarm was appropriate due to hp's disconnection from the homechoice during therapy.